Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the left front side rail did not work. The timing link and panel were broken off. No pt involvement or adverse consequences are reported.